Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was unable to charge the pump. Subsequently, the pump shut down due to insufficient power. The pump was connected to a power source for an extended period of time however the pump remained off. Customer reported blood glucose level was 180 (mg/dl) and had delivered a manual injection. It was indicated that the customer had manual injections as alternate insulin therapy until the replacement pump was received.